Event description:
It was reported that the pump battery was unable to charge and subsequently the pump shutdown . The customer's blood glucose level was 110 mg/dl. The customer reverted to an alternate method of insulin therapy.